Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Additionally, healthcare professional noted, that "implants" had "superior malposition". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received (B)(6) 2021 with lot number 3327604. Analysis of the returned device identified, weight to the spec, wear abrasion and creases fold. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Additionally, healthcare professional noted, that "implants" had "superior malposition". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii¿.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.